Event description:
The following has been reported: "tubing set problem in ccu3 (critical care unit 3rd floor). Set 0021-01. Lot 3005126. Fentanyl infusion. No patient harm. Tried several other pumps and then changed out tubing and it resolved. Tubing set problems...clinicians tried multiple pumps and the issue followed the tubing set. They eventually changed the tubing set and everything was fine after that. Unfortunately, we don't have the pump serial number(s) from the pumps they tried" an active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
No pictures or samples available for evaluation. Therefore, it was not possible to replicate or confirm reported failure. Photos or samples are needed in order to determine the exact location of the leakage. Probable root cause could be related to a leak at the y-site or cassette. Leakage at y-site valve could be related to there was no slit through the top surface of the silicone on the activated y-site valve . Therefore, the fluid was blocked from moving in either direction through the valve. The leak in cassette could be potentially related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. The in-process leak testing process could have failed to detect the leak at the supplier facility. Current controls include 100% leak testing performed by a leak tester and 100% visual inspection of the unit at manufacturing lines.